Event description:
(B)(4). Initial information received from a physician on (B)(6) 2009: a female of unk age received several treatments of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] and ten months after her last injection, developed nodules all over (dose, dates, and indication unk). The nodules are in the cheek area from the orbital rim to the nasolabial folds and the physician excised all of them. He tried using a needle to break up the remaining nodules in addition to intralesional steroids and saline but nothing worked. He cannot surgically remove all of the nodules as that would lead to excessive scarring. Medical history and concomitant medications were not provided. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.